Manufacturer narrative:
The investigation determined that higher than expected vitros valp results were obtained from two individual patient samples when using vitros immunodiagnostics products valp reagent in combination with a vitros 5600 integrated system. A definitive assignable cause cannot be determined, however, the most likely assignable cause for the higher than expected patient sample results is the use of a sub-optimal calibration event. Recalibration, using the same reagent lot, has returned the vitros valp reagent to its expected performance. There was no evidence to suggest a vitros 5600 integrated system malfunction occured. A definitive assignable cause was not identified.

Event description:
A customer obtained two higher than expected vitros valp results from two individual patient samples using vitros immunodiagnostics products valp reagent in combination with a vitros 5600 integrated system. The following results breached vitros valp potential health and safety criteria: patient 1: 42 ug/ml versus expected result of 32 ug/ml. Patient 2: 58 ug/ml versus expected result of 48 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The valp patient sample results were reported outside of the laboratory. There were no allegations of patient harm as a result of this event. (B)(4).